Event description:
Since having lasik surgery in 1996 (approx) my ability to drive at night has been greatly diminished. I endure severe panic at the thought of driving in the dark. I experienced halos, blinding and depth problems. I only drive at night if I absolutely have to. Most of the time I am lucky enough to have a family member accompanying me. MFR name, city and state: (B)(4).